Event description:
Therapist performed e-stim on resident. Large blister developed on rt mid-back, measuring 8.2 x 7 cm. Resident was readmitted to facility on 12/24/97. Rec'd treatment on 12/29, 12/30 & 12/31. Blister developed 1/1/98.